Manufacturer narrative:
This programmer was thoroughly inspected and analyzed upon receipt at our quality assurance laboratory. During baseline testing, the touch response stopped after one minute of evaluation. Logfiles were downloaded, and data review revealed an error code had been recorded. The error code, however, was unable to be replicated during analysis. The device was disassembled, and the lcd touchscreen was swapped out. Once swapped out, the product issue disappeared, indicating a problem with the lcd touchscreen. Laboratory analysis was unable to determine the root cause of the touchscreen problem.

Event description:
It was reported that the programmer screen freezes during threshold measurements making it impossible to program or exit the screen. No patient involvement. The programmer was returned for analysis.